Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst, fibroids, adenomyosis and breast prosthesis implantation. Concurrent conditions included metrorrhagia and dyspareunia. Concomitant products included intrauterine contraceptive device (paragard), progesterone, testosterone, topiramate, tranexamic acid and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("irregular periods"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia areata ("hair loss/alopecia areata") and perineal pain ("perineal pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, menstruation irregular and perineal pain outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the fatigue and alopecia areata had resolved. The reporter considered alopecia areata, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular, pelvic pain, perineal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. At the end of the procedure, the right cornua had 0 visible coils and the left had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Abdominal x-ray - on (B)(6) 2018: no acute abnormality identified by plain film. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2016: 2 fibroids that encroach on the endometrium. Ovaries-wnl. No cysts or free fluid noted. Kb.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,weight gain ,alopecia areata ,fatigue, weight gain, hair loss, dysmenorrhea ,lrregular periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received. Events abnormal bleeding (vaginal), menorrhagia outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst, fibroids, adenomyosis and breast prosthesis implantation. Concurrent conditions included metrorrhagia and dyspareunia. Concomitant products included intrauterine contraceptive device (paragard), progesterone, testosterone, topiramate, tranexamic acid and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("irregular periods"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia areata ("hair loss/alopecia areata") and perineal pain ("perineal pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, menstruation irregular and perineal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue and alopecia areata had resolved. The reporter considered alopecia areata, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular, pelvic pain, perineal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. At the end of the procedure, the right cornua had 0 visible coils and the left had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Abdominal x-ray - on (B)(6) 2018: no acute abnormality identified by plain film. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: 2 fibroids that encroach on the endometrium. Ovaries-wnl. No cysts or free fluid noted. Kb. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, weight gain, alopecia areata, fatigue, weight gain, hair loss, dysmenorrhea, irregular periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Reporters information updated. Lot no added. Event: injury were updated to abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain: chronic pelvic, perineal, fatigue, weight gain, hair loss, irregular periods were added. Outcome of event were updated. Medical history, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst, fibroids, adenomyosis and breast prosthesis implantation. Concurrent conditions included metrorrhagia and dyspareunia. Concomitant products included intrauterine contraceptive device (paragard), progesterone, testosterone, topiramate, tranexamic acid and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("irregular periods"). In january 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia areata ("hair loss/alopecia areata") and perineal pain ("perineal pain"). In august 2013, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, menstruation irregular and perineal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue and alopecia areata had resolved. The reporter considered alopecia areata, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular, pelvic pain, perineal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. At the end of the procedure, the right cornua had 0 visible coils and the left had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Abdominal x-ray - on 21-aug-2018: no acute abnormality identified by plain film. Hysterosalpingogram - in february 2013: total bilateral occlusion.. Ultrasound scan vagina - on 21-jul-2016: 2 fibroids that encroach on the endometrium. Ovaries-wnl. No cysts or free fluid noted. Kb.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,weight gain ,alopecia areata ,fatigue, weight gain, hair loss, dysmenorrhea ,lrregular periods quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.